Event description:
It was reported that a patient underwent an unknown procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - large and the medical team returned the complaint device to the bwi product analysis lab for an unspecified quality issue. Visual analysis revealed that the hemostatic valve was dislodged and broke inside the hub component and the dilator was not returned to the analysis lab, no other damages or anomalies were observed on them. Hemostatic valve separation is MDR-reportable.

Manufacturer narrative:
The product investigation was completed. Device evaluation details: visual analysis revealed that the hemostatic valve was dislodged and broke inside the hub component and the dilator was not returned to the analysis lab, no other damages or anomalies were observed on them. A magnetic sensor functionality test was performed, and the device was visualized and recognized correctly; the catheter was deflected and it was working correctly. A microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The stress marks suggest that excessive force or manipulation was applied due to an extreme off-axis angle of insertion. Valve dislodgement occurs when extreme off-axis angles are performed during insertion with the dilator, outside of what is recommended in the odp (optimal device performance guide). A device history record evaluation was performed for finished device number 00002058, and no internal actions related to the complaint were found during the review. The quality issue reported by the customer was confirmed. The odp contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).